Event description:
Device malfunction: resistance, unraveled guide wire. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, using a contralateral approach, during predilatation, stent implantation and post-dilatation, while advancing an unspecified balloon catheter and a non-abbott stent delivery system on the .035 supra core guide wire, resistance was noted. A second unspecified stent delivery system could not be advanced on the guide wire due to resistance and the devices were removed as a system from the anatomy. Once outside of the anatomy, it was noted that the guide wire had unraveled at the solder joint. A second supra core guide wire was used to complete the procedure. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.